Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The reason for call was pt reported that they believe their implant battery has "expired". Pt stated that they tried to recharge their implant and it doesn't seem to work. Pt said usually when they turn on the stimulation, its sends a "charge" their body, and they are not feeling that. Pt said that they have not been able to connect to the implant on either the insr or pt programmer. Pt said they usually take all of their equipment with them when they go out of town, but they forgot and they were out of town for a while. Pt said that it had been since august or september since they last charged their implant. Pt said the pains that they are feeling are indicative that they have not been using the stimulator as they should. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator. The reason for call was they were trying to charge their ins, the last time they tried to charge their ins was about a week ago and pt rep. Said they imagine it was today that the pt first tried to enter MRI mode (pt said their last MRI was in december). Pt said they were in the process of getting a new ins because of the charging issues. Patient services specialist told the pt to charge their ins and call back to enter MRI mode. Pss suggested the pt call back for further assistance for charging their ins if necessary.

Event description:
Patient reported ins to be removed on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.